Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and the cause was not known. An insulin injection was administered to address bg. During troubleshooting, air bubbles were observed in the tubing and the luer lock was found to be loose, but not leaking. The customer primed the air bubbles out of the tubing.